Manufacturer narrative:
Based on the information provided, intuitive surgical has not determined the root cause of the post- surgical complications experienced by the patient. No previous complaints was reported relating to this event, isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2012 and no malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the operative report indicated that during a da vinci surgical procedure the patient's urethra was injured.

Event description:
As part of a legal mediation effort, intuitive surgical, inc., (isi) received information including medical records and operative reports of a patient who underwent a robotic hysterectomy procedure on (B)(6) 2012. During the robotic procedure it was reported that the patient sustained right ureteral injury. The patient's pre-operative diagnosis included fibroid uterus,menorrhagia and anemia. According to the report, a transected ureter was noted during the procedure. The attending urologist, reimplanted the ureter into the bladder with stent placement after undocking the da vinci system. At the end of the reimplantation a jackson- pratt drain was placed in the pelvis. The patient tolerated the procedure well and was taken to the recovery room in a stable condition. The patient was discharged on (B)(6) 2012 with no reported ongoing complications. No further clinical information was provided about the patient's current status.